Event description:
It was reported that the tubing separated from the drip chamber of a dehp free solution administration set. This occurred during or after priming with hartmann¿s solution and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection found that the tubing was separated from the drip chamber, verifying the reported condition. Further visual inspection identified traces of solvent on the end of the tubing. It was determined that the tubing was fully inserted into the chamber before the separation occurred; however, the cause of the separation was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.